Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was initially reported that the all-in-one ccu+light row device failed to recognize the cameras. During a follow-up with the reporter, it was revealed that a patient required hospitalization for lumbar recalibration due to radiculopathy. It was reported that while attempting to connect the camera to the arthroscopy tower, the tower was unable to detect the device, rendering its use impossible despite multiple connection and restart attempts. The procedure was converted to open surgery with the patient¿s consent to avoid cancellation. This led to the cancellation of two subsequent endoscopy cases. Additionally, the tower and cable were isolated. It was reported that the event resulted in medical intervention and prolonged hospitalization for the patient. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: upon further review of this complaint, it was concluded that there have been no reported patient harms or impacts associated with the device. As a result, this complaint is not considered reportable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11. Additional manufacturer: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : software failure per service report, this complaint was confirmed. The computer software were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. A manufacturing record evaluation was performed for the finished device serial number (1801016), and no non-conformance was identified. Based on the investigation findings, the potential root cause is traced to faulty parts from wear. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11: correction h6: upon further review of this complaint, patient codes have been updated. Therefore, this event is being reported to capture the adverse event which was previously reported on the initial medwatch report.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: h6: investigation conclusions codes updated.